Event description:
It was reported that during follow up, fluoroscopy was performed which showed externalized conductors between svc and rv coil. Sensing threshold had decreased. The lead was capped. Patient condition was good.